Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Third revision surgery - due to the surgeon finding that the patient may have had a possible infection.